Manufacturer narrative:
The visual inspection of the explanted product found no appearance of any defects or signs of the product not functioning as expected. It was explanted due the fact the patient had an intolerance to nickel. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were 2 devices explanted, also see MDR 1032347-2011-00022.

Manufacturer narrative:
(B)(4). No mode of failure was identified for this device. Cause of failure: the most probable cause of failure was the metal allergy. The surgeon noted the allergy and the complaint reports metal allergy. There are no findings to indicate a mechanical failure of the device. Additionally, there is evidence the subject improved after the cobalt-chromium device was replaced with a titanium device. Report two of two for the same event, reference 1032347-2011-00022-1.

Event description:
It was reported the patient had a cobalt-chromium tmj replacement implanted (B)(6) 2007. The patient complained of pain, and the decision was made to replace the cobalt-chromium implant with a titanium implant, as the patient has an intolerance to nickel. The revision surgery occurred on (B)(6) 2010.